Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via a manufacturer representative reported that the patient was allergic to titanium and now had rashes and believed the device was causing it. The patient also had a pacemaker. The patient would have an appointment on (B)(6) 2016. The manufacturer representative told the patient to see their health care provider (hcp) to discuss if the device should be removed. The issue was not resolved and the patient was alive with injury. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.